Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced skin irritation and swelling at sensor patch adhesion site. Patient removed sensor and sought medical attention. Patient's doctor prescribed steroid cream and advised patient to monitor irritation site. At the time of contact with dexcom technical support, patient was in good condition and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).